Event description:
It was reported that the pt was not "being covered" and was admitted to the hospital for ten days. The pt's dosage was increased while in the hospital. They had wanted the pt's pump to be "checked" now that the pt was at home and was reported to be stable. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).